Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report a broken usb port on (B)(6) 2014. Patient's father also reported the patient was hospitalized for hypoglycemia and related conditions. There was no information regarding the involvement of the dexcom cgm system. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that the patient was hospitalized for hypoglycemia and related conditions on (B)(6) 2014. There was no information regarding the involvement of the dexcom continuous glucose monitoring (cgm) system. Dexcom has issued an rga for patient to return the device to be investigated.